Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) at (B)(6) on (B)(6) 2024 due to hyperglycemia. The patient's blood glucose levels reached 430 mg/dl with ketones of 2.7 while wearing the pod on the leg between 25 and 36 hours. Symptoms reported include being annoyed, stress, tired, headaches, thirst, and frequent urination. While at the hospital, the pod was removed, and the cannula was observed to be bent. The patient's mother then activated a new pod and their blood glucose levels started coming down. No further medical assistance was required, and the patient was discharged the same day.